Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcification left common femoral artery via 6fr sheath using the preclose technique prior to an interventional procedure to insert an impella device in the heart. Reportedly, a suture break occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 15fr. The interventional procedure to insert an impella device in the heart was completed and hemostasis was achieved using the successfully pre-placed sutures of the additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.